Event description:
The technician alleged the brake caster at head of bed is not locking properly. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.